Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02805. The pt was taken to surgery for a lead replacement procedure (reference MFR report: 1627487-2012-02803). It was reported the physician attempted to place a surgical lead (device 1) but was unable to implant the lead. A second, thinner paddle lead (device 2) was used but the physician also was unable to implant this lead. It was reported the procedure was abandoned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.